Manufacturer narrative:
No product was returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use, d97120f5 swan-ganz bipolar pacing catheter from lot 64663221, did not capture. The wire was introduced into the rv under fluoroscopic guidance. Good capture and sensing was confirmed, but loss of capture and sensing was noted several minutes later, despite unchanged lead position. The swan-ganz pacing catheter was removed and replaced with another one. Good capture and sensing was confirmed. Loss of capture and sensing was noted again several minutes later, despite unchanged lead position. The external hardware components (connecting cable and temporary pm box) were replaced but again showed exit block and no sensing, suggesting failure of the swan-ganz catheter lead again. The catheter was removed and the physician elected to place permanent pacemaker.